Event description:
A malfunction was reported on a pump, which occurred after the pump was exposed to cold weather. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump but to call back if the issue reappears.